Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. Analysis did not confirm the reported observations. The device was subjected to and passed all returned product and electrical testing. The device was determined to have met specification.

Event description:
Boston scientific received information that this defibrillator was reported to have been undersensing on the atrial channel. Additionally, there were atrial arrhythmia and rythmiq episodes recorded. This device was then explanted and returned for analysis. No additional adverse patient effects were reported.